Manufacturer narrative:
B5: the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a different day in a separate surgery, the lens was exchanged for a different model, power but same length lens. The problem was marked as resolved with additional information the remain astigmatism will be corrected by lasek, with the final decision made after the three-month follow up. Cause of the event it unknown. H3: device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic broken and bent. Dimensional inspection found the lens to be within specifications. H6: work order search: no additional similar complaint type events within associated lots were found. Claim #: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a different day in a separate surgery, the lens was exchanged for a different model but same length lens. The problem was marked as resolved with additional information "the remain astimatism will be corrected by lasek, with the final decision made after the three-month follow up". Cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
H6 - 4581: rotation h6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)